Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver charger was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver charger overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A universal serial bus (usb) charger (lot number 2141249) was returned for evaluation. A visual inspection was performed and the charger was burned/damaged. A load test was performed and the charger was determined to be defective. The reported event of an overheating accessory was confirmed. Additionally, a usb cable (lot number 2141250) was returned for evaluation. A visual inspection was performed and no defects were found. A load test was performed and the test passed. The cable was working as indicated.